Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a case for a patient being implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The manufacturer representative (rep) indicated that the healthcare provider (hcp) inserted the foramen needle perfectly and put the introducer in and turned on brown box to which the patient felt stimulation at 1.0. The hcp then used the curved stylet and turned on the machine and patient could not feel stimulation until 9.5. The curve stylet was removed and a straight stylet was used. The patient then felt stimulation at 9.0; the stylet was removed and bent slightly before reinsertion and the j-hook was attached to the lead. When the j-hook was attached the hcp received a shock. The lead was removed and a new lead implanted. With the new lead the patient felt stimulation at 1.0 and there were no further issues. The rep indicated that there were intraoperative impedances. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the cause of the impedance issue was not determined. It was again reported that when testing the lead, amplitude was 9-9.5, and that the cause of the shock was not determined. No further complications were reported.